Manufacturer narrative:
Continuation of d10: product ID 389033 serial# (B)(6) implanted: (B)(6) 2003 product type lead h1: changing from malfunction reportable to serious injury reportable with the new additional information received from manufacturing representative stating the patient will need a lead revision. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. Rep was asked to clarify the report of "the patient looking at the settings for their hand implant and saw eri of (B)(6)". Did the patient's device reach eri? Rep responded the device has not reached eri. Pt has two intellis implants - one from 2018 and one from 2020 and there was no indication of eri/eos when interrogating his systems. Serial number for the implant for patient's hand is: (B)(6). Rep was asked what was the cause of the erratic stimulation (turning on/off/intensity going up and down on its own), stim turning on again when patient turns their head a certain way or bend over, and the settings not available message determined? Rep stated there are impedances on contacts 0-7 as determined after our visit yesterday. His managing pain physician was notified and he will be referred for a lead revision. He has 2 quad leads from 2003. Stimulation will remain off until the revision is complete. The patient's managing pain physician (hcp) was notified immediately and will be putting in a referral for a lead revision. No eri reported. Pt's weight is unknown. Information has been confirmed with patient's doctor. 2024-jul-16 e1 (rep): additional information was received from the manufacturing representative. Rep was asked to clarify the report of "the patient looking at the settings for their hand implant and saw eri of (B)(6)". Did the patient's device reach eri? Rep responded the device has not reached eri. Pt has two intellis implants - one from 2018 and one from 2020 and there was no indication of eri/eos when interrogating his systems. Serial number for the implant for patient's hand is: (B)(6). Rep was asked what was the cause of the erratic stimulation (turning on/off/intensity going up and down on its own), stim turning on again when patient turns their head a certain way or bend over, and the settings not available message determined? Rep stated there are impedances on contacts 0-7 as determined after our visit yesterday. His managing pain physician was notified and he will be referred for a lead revision. He has 2 quad leads from 2003. Stimulation will remain off until the revision is complete. The patient's managing pain physician (hcp) was notified immediately and will be putting in a referral for a lead revision. No eri reported. Pt's weight is unknown. Information has been confirmed with patient's doctor.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that the implant for their hand has been acting crazy. Patient stated that one minute the stimulation goes on and then it goes off by itself. Patient also stated that if they turn their head a certain way or bend over, the stimulation starts again. Patient mentioned that they have severe rsd in their left hand and they need the implant to keep them going and the implant helps relieve their pain. Patient reported that they got settings not available and that the intensity goes up and down on its own. Agent asked the patient if they had tried switching to a different group or setting, and patient stated that they are on group a and that is the only one available. Patient noted that they have worked with a mdt rep  before and that they have been adjusted; they have met at one of their doctors offices or their orthopedic office. Patient stated that they have to be at 1.7 and they were looking at the settings for their hand implant and saw eri of september. When asked for a managing hcp. The issue was not resolved. Agent offered and sent an email to the reps for further assistance. A rep indicated that they would reach out.

Manufacturer narrative:
Continuation of d10: product ID 97715 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.